Event description:
It was reported that prior to using bd vacutainer® sst¿, the top of an unspecified number of tubes was damaged and the stopper popped off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received contaminated samples and 2 photos for investigation. The contaminated samples could not be evaluated. The photos were reviewed and showed an empty eps tray with writing on it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged and stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, the top of an unspecified number of tubes was damaged and the stopper popped off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.